Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose level. Customer¿s blood glucose level was 505 mg/dl at the time of incident. Customer experienced symptoms such as nausea as result of high blood glucose. Customer treated high blood glucose by manual shot. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.